Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that the error code 200.5040 is that the software is not compatible. I explain to the customer that he needed to re flash the unit. After I remoted in, I notices that the correct files were not there. After the customer located the correct files, that's when I had the customer to re flash the 8100. Once the flashing was started and completed the customer said thank you and stated that if I have any more problems I will call back. Issue resolved error code cleared. Ref: (B)(4).